Manufacturer narrative:
(B)(4). Manufacture date: 9/25/2015. Expiration date: 8/25/2020. The analysis results found that the ntlc75 device was received in good visual conditions and with a cartridge reload present. The cartridge reload had the proximal 44 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in an incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: on which firing did this occur? The first. On this firing, what was the shape of the staples that did deploy (b-formation, irregular, legs straight)? B formation. On this firing, did the device cut? Yes. If the device cut, was the cut line complete? Just half.

Event description:
It was reported that during a hemicolectomy procedure, the device stapled only barely half. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.